Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that the reported phenomenon might be attributed to the temporary and accidentally malfunction of the printed circuit board of the video processor used in conjunction with the subject device and/or the contact failure of the light source cable.

Manufacturer narrative:
The subject device has not been returned to omsc.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image disappeared and error e216 which indicated communication problem between the subject device and the endoscope was displayed during a colonoscopy procedure using the subject device. The user withdrew the endoscope from the patient without the endoscopic image. The local field service engineer checked the subject device at the facility and could not replicate the reported phenomenon. Furthermore, the local manufacturing service engineer checked the subject device and found that the inside and the exterior of the subject device had no abnormality, the endoscopic image was good and stable, and also all scope switches functioned without any problem. The lamp fitted into the subject device was non-olympus lamp and 500 hours usage. There was no patient injury associated with this report.